Event description:
Additional information received from the corresponding physician/author stated the patient was treated medically while hospitalized with heart failure. No further information was made available.

Manufacturer narrative:
Updated information: section b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: vanhaverbeke m, de backer o, dubois c. Practical approach to transcatheter aortic valve implantation and bioprosthetic valve fracture in a failed bioprosthetic surgical valve. J interv cardiol. 2022;2022:9899235. Published 2022 feb 15. Doi:10.1155/2022/9899235 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding a stepwise approach to plan and perform transcatheter aortic valve-in-valve implantation in failed bioprosthetic surgical valves. In figure 4, the authors presented text and images (a-c) of a patient who had a medtronic 23 mm evolut r valve implanted valve-in-valve in a failed non-medtronic 21 mm surgical valve. The invasive gradient after evolut r implantation was 26 mmhg. Bioprosthetic valve fracture of the non-medtronic surgical valve was attempted using an 18 mm true balloon. No change in surgical valve ring geometry or pressure drop on the indeflator was noted, but the invasive gradient at the end of the procedure was 3 mmhg. Three months later, the non-invasive peak transvalvular gradient increased to 60 mmhg and the patient was hospitalized with heart failure. The authors wrote, ¿potentially, the 18 mm balloon (true ID + 1 mm) was slightly undersized to achieve fracturing.¿ no further information pertaining to medtronic products was noted.